Manufacturer narrative:
This report is submitted on november 21, 2022

Event description:
Per the clinic, the patient experienced poor wound healing i.e. It never healed. Patient has a history of poor skin quality due to a past vestibular schwannoma. The patient did not have an infection but was given an oral antibiotic before the case today to try to help the skin heal. The device was explanted under a general anaesthetic (date unknown). There are plans to re-implant the patient.